Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that they were having issues with the erbe. Intuitive surgical inc. Representative reported the erbe powered on with error m-02, and an activation has been interrupted due to an error message. The representative also advised the erbe was not recognizing their handheld monopolar bovi instrument. Tse confirmed the system logs show errors m-02, 4-87, 2-87, c-82, and c-83. The representative called back in to report they are continuing to have monopolar energy problems reporting now both upper and lower monopolar ports are not recognizing the instrument on the arm. The customer changed out the instrument energy cable with no change. The customer elected to connect a third party force triad generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed when the issue was first identified. The case in questioned had been in progress for about 90 minutes before this issue occurred. The customer connected the force triad generator to the back of the intuitive vision tower with the provided covidien blue cable.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit. Fse performed a system verification. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Correction: h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed and found to errors c-82, 4-71, and multiple m-02 events were confirmed in logs. The issue was replicated during testing, showing 1-87 and m-02-3 errors on startup. The complaint regarding monopolar energy problems were confirmed by failure analysis. The probable root cause of this issue is attributed to a faulty component of the erbe generator.

Event description:
Refer to h11 for follow-up information.